Event description:
The customer states that a patient sample tested using the architect troponin I assay generated a result of 2.645 ng/ml. The next cardiac redrawn sample, 8 hours later, produced a result of <0.02 ng/ml. A physician had questioned this result. A repeat of the original sample generated a result of 0.027 ng/ml. There was no adverse impact to patient management reported for this issue. No additional patient information was available.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Concomitant medical products: analyzer (B)(4). The customer issue is now associated with remedial action number (B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) suppliers manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot found it to have some unique compositional and analytical characteristics when compared to other resin lots. These unique characteristics facilitated the build-up of static charge on the rvs. The investigation also identified variables within the suppliers molding manufacturing process that contributed to static charge variation across rv lots. In addition, there are several other contributing factors that can generate a static charge on the rvs. These include low humidity, handling, shipping and creation of charge within the architect instruments themselves. Abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Additionally, abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material to the suppliers rv molding manufacturing process, and to improve the suppliers molding process to reduce the potential generation of static charge.